Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The lead was received with the stylet in lead and there was outer insulation damaged/kinked/buckled/extrinsic.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to be inserted because the insulation over the wire bunched up. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.